Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device alarmed for downstream occlusion after 41 seconds and 45 seconds and the specification is less than 30 seconds. The force sensor current reading was found below specification and was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion > 23 psi. There was no patient involvement associated with this event. No additional information is available.